Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 50 mg/dl, needing settings adjustment. Customer consumed carbohydrate to address low bg. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.